Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the coronary artery. A 2.50x38mm promus element ¿ long drug-eluting stent was advanced but failed to cross the lesion. However, it was noticed that the stent got damaged. The procedure was completed with a 2.50x28mm promus element stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: stent delivery system was returned for analysis. A visual examination of the stent found that the proximal end of stent was pushed and bunched in a distal direction for approximately 5mm. The od (outer diameter) of undamaged distal portion of stent was measured and is within the maximum crimped stent profile. This type of damage noted most likely occurred during withdrawal attempts. The bumper tip of the device showed no signs of damage. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the full catheter length. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found multiple kinks along the inner and outer shaft polymer extrusion. Visible damage was also noted on the port site entry. The bi-component bond showed no signs of damage or strain. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the coronary artery. A 2.50 x 38mm promus element ¿ long drug-eluting stent was advanced but failed to cross the lesion. However, it was noticed that the stent got damaged. The procedure was completed with a 2.50x28mm promus element stent. No patient complications were reported and the patient's status was stable.